Event description:
It was reported that the patient fell on her hand and fractured the bone above the plate. X-rays revealed that one of the screws were broken. The surgeon did not revise the patient. He applied an external fixation device.

Manufacturer narrative:
Device remains implanted. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.